Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4). Investigation summary: according to the information reported, the patient developed capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Device history lot: the lot number is not available, therefore the manufacturing record evaluation could not be performed. Device history batch: null. Device history review: null.

Event description:
It was reported that a female who underwent an unspecified surgery with an unknown mentor prosthesis experienced bilateral capsular contracture unknown grade post procedure. The patient stated that she has been unhappy from day one, she wanted size c, and she received size dd. The implants cause her great pain every day, and she thinks they have hardened in places too. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. Note: the type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.